Event description:
Per the clinic, the patient experienced wound dehiscence and redness at the incision site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 01, 2022.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2022-02338. This report is submitted on august 24, 2022.